Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the replacement procedure of the cardiac resynchronization therapy pacemaker (crt-p), loss of right ventricular (rv) capture was observed. It was noted rv pacing and sensing polarity was programmed bipolar and capture loss was noted when the device was out of the pocket. The crt-p was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.